Manufacturer narrative:
Analysis and results: there are no previous complaints of this code batch of which we manufactured and distributed in the market 5,580 units. There are no units in stock in b. Braun surgical's warehouse. We have received an open sample. The open sample received seems used, and the thread surface is not even as can be seen in the attached picture. Regarding the thread thickness, in the attachment area is slightly thinner because of the treatment that is applied to this end for the attachment with the needle. Without closed samples a proper/deeper analysis cannot be performed. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill usp/ep and b. Braun surgical requirements. Final conclusion: in spite of receiving a defective sample, without closed samples a suitable analysis cannot be performed. Nevertheless, we take note of this incidence and if any closed sample is received in the future, we will re-open the case and analyse it. We regret any inconvenience this issue may have caused and thank you for your collaboration. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Manufacturer narrative:
If additional information becomes available, a follow up report will be submitted.

Event description:
It was reported that there was an issue with novosyn suture. The client reported that the size of the thread was a few centimeters smaller than 2-0 from the part where the thread was attached. Additional information has been requested.